Event description:
It was reported that doctor placed the foley catheter in the patient at the end of the procedure. They attached the tubing for the continuous bladder irrigation and noticed the drain bags were not draining. The catheter was removed, and doctor tried to irrigate the catheter on the back table. The catheter would not irrigate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be poor interfaces with connections the device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that doctor placed the foley catheter in the patient at the end of the procedure. They attached the tubing for the continuous bladder irrigation and noticed the drain bags were not draining. The catheter was removed, and doctor tried to irrigate the catheter on the back table. The catheter would not irrigate.